Manufacturer narrative:
No files attached.

Event description:
The subject plating system was implanted previously at an unknown date. The implant was a mds130103l plate (unknown lot #), with 3.5t screws (unknown part#, unknown lot#, quantity unknown) and locking caps (part# mds110301l, unknown lot#, quantity unknown). It was reported that the "plate had settled and the screws of the system had penetrated through the articular surface and contacting the glenoid." The description incorrectly suggest a plate movement relative to the bone. In reality the plating system is fixed to the humeral shaft and the humeral head is reduced on to the fixed plate. Screws are used to secure the humeral head fragments to complete the reduction. Screw are immovable by the plate and locking caps, thereby accomplishing a fixed reduction relative to the humeral shaft. On occasion, as in this case, the humeral head may shift relative to the fixed plating system and "settle" before complete healing resulting in the screws touching the articulation surface of the joint. The "settling" may be caused by many factors e.g. Slow healing, premature articulation or loading of arm, etc.